Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction with itching, redness, inflammation, swelling, flaky dry skin, and infection, under entire patch area. When the patient noticed that she was experiencing a skin reaction, she visited her offices clinic, and when signs of an infection were seen, the patient was referred to a dermatologist by the nurse. The patient was seen by the dermatologist on the same day and was prescribed cephalexin, 500mg per tablet, to be taken 4 times a day for 7 days. The patient started taking the medication on the same day and at the time of the report the patient's skin reaction had improved and was not as itchy but was still having redness and flaky skin. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The product was received and evaluated. An external visual inspection was performed and passed. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.